Manufacturer narrative:
On (B)(6) 2025, the user reported that the system displayed results different from glucometer measurements. The case was escalated to next level support, and the user was instructed to re-link the sensor using the eversense 365 app under supervision and monitor performance for three days. In the meantime, the user also reported a battery charge issue with transmitter, for which a transmitter replacement was offered to the user. Further follow-up regarding the sensor inaccuracy issue was not possible despite multiple attempts due to lack of response from the user. B4. Date of this report: 09 sept 2025. G3. Date received by the manufacturer? 09 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 12th, 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.